Manufacturer narrative:
Additional information: g3, h3, h6 an unpackaged, unknown needle part/batch number was received inside an ar-12990 knee scorpion, batch number 14922460, for investigation. The device investigated was the ar-12990 knee scorpion, batch number 14922460. Functional testing was not performed due to the damage to the devices. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 04/24/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke inside of the instrument, and another needle could not be loaded. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. An unpackaged, unknown needle part/batch number was received inside an ar-12990 knee scorpion, batch number 14922460, for investigation. The device investigated was the ar-12990 knee scorpion, batch number 14922460. Functional testing was not performed due to the damage to the devices. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft.